Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for premature battery depletion.

Manufacturer narrative:
Event conclusion cpi analysis found that the ipg passed automated and manual electrical measurements. Initial testing indicated that the ipg has a battery status of erp that can not be cleared. The ipg will not complete the high energy pacing tests due to the low battery condition. Actual battery measurement during destructive analyis indicated that the battery voltage was not at ert. The ert indication could not be duplicated during destructive analysis. Therefore, it is unknown why the ert indicator tripped.